Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. While positioning the lp and delivery catheter (dc) in the right ventricle, contrast from the glide catheter revealed the patient had a vertical and rotated heart along with tortuous inferior vena cava. An intracardiac echocardiography (ice) catheter was introduced to the right atrium and made contact with the atrioventricular node, which led to ventricular standstill. Cardiopulmonary resuscitation, external pacing, and pacing from a quadripolar electrophysiology catheter return the patient to stable condition. The physician removed the lp and dc, gained access from the right internal jugular vein, and re-entered the right ventricular. Upon positioning the lp, the delivery catheter lurched forward and exited the cardiac silhouette on fluoroscopy. The patient experienced lower blood pressure and pericardial effusion, which led to a pericardial tap. The cardiothoracic surgeon repaired the perforation, and the leadless system was removed while implanting a temporary lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.